Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was mechanical damage caused by excessive force from the power plug, separating the screw inserts of a filter module, which in turn sheared the l4 inductor off of the power supply board, damaging the l9 inductor.